Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset teflon infusion set, noting an expired infusion set initially, a highest glucose of 230 mg/dl with prolonged readings above 180 mg/dl for 2 to 3 hours, and persistent elevation despite a supply change followed by a site-only change; glucose later returned to range. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for assistance, no professional medical intervention, no ketone testing, and no hospitalization. Investigation included user coaching on infusion set management, guidance to change supplies and site, and follow-up to confirm return to range. Investigation of this case revealed no device alarms for severe hyperglycemia and suggested a possible infusion site or set-related issue, compounded by reported dietary intake, with the device continuing to deliver insulin and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.